Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) year old male patient receiving intrathecal bupivacaine 10mg/ml at 4.006mg/day and dilaudid 30mg/ml at 12.017mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications were not reported. The patient history included multiple sclerosis. It was reported that on (B)(6) 2016, the pump was alarming, where he heard three beeps in moderate succession. Initially, it was reported that the beeps were every hour. However, it was later reported that maybe it was less time and could be every 30 minutes. It did not appear that the sound reported was consistent with the pump alarms. He had several phones and tablets that he had turned off trying to see if it was those, but the beeping did not go away or change volume in different environments. It was reported that the patient recently had an MRI, but states that the health care provider (hcp) checked and confirmed that the system was okay. The patient confirmed that he had no therapy changes and that everything seems normal. No symptoms were reported. Patient was redirected to the hcp. Additional information received from the hcp via manufacturing representative reported that the MRI was on thursday (date unknown), but did not have multiple MRI's in this month. The interrogation showed multiple motor stalls, where some had tube set, and recoveries that go back to (B)(6) 2016. The pump was currently stalled since 4am (B)(6) 2016, with no recovery. The patient was currently on oral medication. Still no symptoms were reported. The pump was placed to minimum rate mode, and the patient was schedule for a dye study on (B)(6) 2016. They were working on getting the patient scheduled for a pump replacement. The actions/interventions/cause regarding the motor stalls remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received, this report will be updated.

Event description:
Additional information received from the health care provider (hcp) reported that the cause for the motor stalls was not determined.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturing representative reported that the stalled pump and existing pump were replaced on (B)(6) 2016. The explanted pump stated reservoir volume was 17.5ml, however the actual removed volume was 24ml. The 24ml was transferred to new pump. The pump was returned for analysis, and the logs confirmed that on (B)(6) 2016 the pump was interrogated and found an active motor stall and stopped pump period may exceed tube set messages.

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found motor corrosion and-or wear and-or lubrication as well as motor stall due to shaft bearing. Analysis of the catheter found tears or cuts in the catheter, causing a leak in testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.